Event description:
A technologist was setting up a pt for an exam, and proceeded to plug the coil into the mr scanner when she received a shock. The scanner was not scanning at the time. The technologist sustained a 1-2" burn mark on her wrist. The technologist was sent to a nurse and a bandage was applied.

Manufacturer narrative:
The ge field engineer (fe) indicated that the incident was not an rf burn since the mr was not scanning at the time. The coil was visually examined and found to have no obvious anomaly or visible damage. The coil was returned to ge for further analysis.